Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient will not proceed with the explant procedure. No further course of action will be taken, and no further information can be obtained.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.